Event description:
It was reported that the patient had multiple exposed wires on their white power cable. No alarms were seen on interrogation on their heartmate ii system controller. The log files captured a single backup battery fault alarm on (B)(6) 2023 that resolved on its own.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of exposed wires on the white power cable was unable to be confirmed; however, the reported backup battery fault was confirmed via log file analysis. A review of the log file contained data spanning approximately 3 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 at 10:29:23, a transient backup battery fault activated. There was no yellow wrench alarm or error code associated with the backup battery fault. The alarm cleared shortly after activating. There were no other notable alarms active in the log file. The heartmate ii system controller (s/n: unknown) was not returned for analysis. No photos or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.